Event description:
It was reported that the core heavy duty power pack sparked a small flame during a hállux valgus procedure. A small area of the operative field was allegedly burned, resulting in a second degree burn (approximately 3 cm in length and 2 cm in diameter) on the left leg of the patient.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. Device not yet returned for investigation.

Event description:
It was reported that the core heavy duty power pack sparked a small flame during a hállux valgus procedure. A small area of the operative field was allegedly burned, resulting in a second degree burn (approximately 3 cm in length and 2 cm in diameter) on the left leg of the patient.

Manufacturer narrative:
The reported event was confirmed. The cable was found to be severed with thermal damage to the end of the cable. The failure of the cable was most likely caused by repeated flexure of the cable which caused the m1 and m2 shield conductors to degrade and break inside the cable. The lack of continuity of the m1 and m2 shields effectively disabled the protective mechanism of the fuse that connects the shields and cable sense to console ground. As a result, when the motor wire insulation broke down at the power pack end, the motor wires would have shorted to the shields locally but since they were no longer connected to the fuse, the fuse did not open and did not cause cable sense to lose ground. The design intent is for cable sense to lose ground when the fuse opens due to m1-m2 shorting to shield wires and passing enough current through the fuse to cause it to open. Since the fuse did not open, the console continued to source current to the motor wires which caused the cable to become hot.